Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The reason for the event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient experienced loss of therapy and high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.